Event description:
It was reported that the insulin pump had a blank display and that the customer experienced high blood glucose levels. The blood glucose reading was high, although the caller did not know the blood glucose reading. The customer's mother stated that she changed the battery out but the screen was still blank. No physical damage to the insulin pump was observed. Upon troubleshooting, the insulin pump's display did not return. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not fully connected into connector on interface board. The device was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.